Event description:
Additional information received that another high pace impedance measurement was observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Boston scientific technical services (ts) discussed that the red alert was triggered because of out-of-range (oor) rv impedance of more than 2000 ohms. Since implant several rv impedance fluctuations were already noted. Ts recommended additional investigations such as x-ray and a manipulation as a lead under insertion was suspected. The patient is connected to patient monitoring system and the physician would want to have the red alert details that needs follow up. This lead and device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that high pace impedance measurements were observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. The health care professional (hcp) would want to discuss with boston scientific technical services (ts) regarding the event and ts advised on how to reset timing of interrogation so the patient can be follow up constantly. No adverse patient effects were reported. The device and lead remains in service. Additional information confirmed that the out of range measurement is a suspected lead issue. The physician knew this problem of impedance and will just look after these measures on the website and see the evolution on the lead. The shock impedance is stable and within normal range. No further intervention done and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.